Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of c3-6 opll, undergoing a lateral mass screw posterior spinal fixation procedure. It was reported that 3 out of 8 set screws stripped at the time of the final tightening. The counter used was mas rod pusher counter torque. The set screws were not replaced and continued to be inserted. The physician said that they were not good products. There were no patient symptoms/complications reported. Device status reason : implanted-remains in service two screw drivers were added out of which one had no defect in appearance and doesn't seem to be out of specification, while the other had a rounded tip.